Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device observed white particles on the shell. The weight of the device was within specification. Observed cloudy after autoclave process. Observed a cavity between lays or shells assessed as workmanship. Further investigation summary: according to the information gathered during the investigation, there is enough evidence to support that devices were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. In addition, during the device analysis, it was observed a cavity between lays or shells. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with cavities between the shell will continue to be monitored and corrective action taken in the future if deemed appropriate. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported implant had a "scratch/crack" in implant. Sterile seal on implant is still intact; implant did not touch the patient. Surgery was successfully completed with a backup device.